Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(component codes, investigation findings, investigation conclusions), h11. Corrected fields: d4 (unique identifier (UDI) #), g2, h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) confirmed damage to the arterial pressure signal input. The front-end board was replaced due to damage. Various tests were carried out after replacement. Test runs were carried out and it was confirmed that there were no problems with operation. Equipment is in good condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection and while updating the software, the cardiosave intra-aortic balloon pump (iabp) had damage to the arterial pressure connector. There was no damage to patients health.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1 (event site address and event site address line 2), g1, g3, g6, h2, h11 corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes). Due to character limit in block e1 (event site name): (B)(6).

Event description:
It was reported by the getinge field service engineer during inspection and while updating the software, the cardiosave intra-aortic balloon pump (iabp) had damage to the arterial pressure connector. No patient was involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d10, e2, e3, e4, e1 (initial reporter, event site email), g2, h6 (health effect ¿ impact codes).

Manufacturer narrative:
E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has damage to the connector connection was discovered while updating the software version to d.00 and it was reported to hospital staff and repairs are planned. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.